Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.

Manufacturer narrative:
This report is submitted on march 9, 2017. (B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2017, in order to remove keloid scar tissue at the abutment site.